Event description:
The prong of the screw (sharp end) broke off during removal of the screw. Fluoroscopy was used throughout case.======================manufacturer response for implant, screw, cannulated, 4.5mm cannulated screw======================not known. Manufacturer notified by or manager.